Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. During examination of implantable cardioverter defibrillator (ICD), it was noted that the radio frequency (rf) telemetry was not functioning and ICD could not be interrogated. The ICD was reprogrammed and rf telemetry was reestablished. The patient was in stable condition throughout.